Event description:
Patient was getting depo provera injection on right arm. I went to inject patient with medication and the needle would not budge, so I was forced to poke patient a second time, where the needle correctly engaged and medication was given successfully.